Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found broken instrument grip tips measuring approximately 0.030" x 0.052" and 0.038" x 0.078" on each side. One broken piece measuring 0.025" x 0.063" was returned with the instrument. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. Review of the instrument logs found no related error. The distal tip of the instrument and fragment were reviewed under high magnification. Both jaws exhibited damage (chipping) to the distal tip of the jaw overmold. The returned fragment appeared to originate from one the jaws, as it is similar in material and dimensions. There was only one fragment returned; however, both jaws were missing material. Additional information received by the customer showed a picture with one fragment of the overmold missing and one fragment hanging off of the lower jaw.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the vessel sealer extend instrument tip had come off. The customer reportedly performed an x-ray test to check for fragments being retained in the patient's body and the x-ray test revealed no fragments were retained in the patient's body. There was no report of fragment falling into the patient. The procedure was completed with no reported injury.